Event description:
A percutaneous nephrolitotomy case was being done, when an ultrasound sonotrode was being passed from the nurse to the doctor. The nurse was grasping the active, metal part of the sonotrode. It was activated prematurely, by the doctor, causing the nurse's hand to receive a shock-type sensation through her surgical glove. No treatment was necessary and no residual effects were reported.